Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the cassette, a no message alarm went off. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: four photographs and one cassette sample were returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of picture one shows a cassette product in used condition. Picture two shows the bag neck section of the cassette. Picture three shows the front view of the cassette product. Picture four shows the top view of a cassette product. The cassette was visually inspected. Results: no damage, kinks or other defects were found. Accuracy testing: the cassette sample was connected to a pump to look for unusual function. Results: the cassette sample could be connected without problem, the sample passed the test. Functional testing: the sample was filled with 100ml of water and was connected to a pump to look for unusual function. Results: the cassette sample was fully priming and connected without difficulty, the pump was set, running and no alarms were activated. The reported complaint is not confirmed. Root cause of the reported event is unknown and could not be determined. Actions were not performed due to the complaint was not confirmed. A CAPA was opened to investigate the failure mode of the reported issue which is ongoing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.